Event description:
It was reported that the patient, with this artificial urinary sphincter (aus) experienced retention 3 weeks post-operation. The physician attempted to drain the cuff fully and deactivate it under cystoscopy. The patient was still in retention for 2 weeks. The aus was replaced to upsize the cuff. There were no patient complications reported.